Manufacturer narrative:
Device evaluation: the suspect device will not be returned for evaluation. The customer did not specify if this was the initial use of the device. Conclusions: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The customer reported that the shaft of the catheter ruptured below the hub during injection at 900 psi. No harm or injury was reported.